Event description:
During left ventricular (lv) lead implant, the guidewire was unable to be removed from the lv lead. A new lead was implanted to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of the guidewire getting stuck in the tip of the lead was not confirmed. A complete lead without the guidewire was returned for analysis. A test guidewire was inserted all the way through the lead and removed without any restrictions. The s-curve hump height was measured within specification. Visual examination revealed no anomalies.